Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's occipital lead is eroding through the skin. The physician replaced the patient's lead. The patient is doing well following the revision.